Event description:
It was reported that during a da vinci-assisted total gastrectomy procedure, adequate visualization and tumor traction could not be maintained, necessitating conversion to an open approach. The surgeon was working cephalad to mobilize the remaining stomach and ligate the vessel to enable transection of the distal esophagus; however, the scope angle did not provide adequate visualization. The tumor¿s consistency also made the stomach more difficult to grasp. The limited visualization was attributed to both the patient's anatomy and the limited viewing angle provided by the 0-degree endoscope camera. According to the surgeon, the use of a 30-degree endoscope camera would likely have improved visualization of the surgical field. However, the 30-degree endoscope camera was unavailable because the hospital lacked the plasma required to complete its reprocessing cycle. The surgeon did not believe that the da vinci system, instrument, and/or accessory caused or contributed to the reported event. No bleeding related to the conversion or other intraoperative complications were reported. The procedure was completed, and there was no injury to the patient. Postoperatively, the patient developed hemodynamic instability. According to the surgeon, the hemodynamic instability was considered multifactorial. Contributing factors included the prolonged duration of anesthesia, the patient's obesity, a history of breast cancer, diabetes and hypertension. No additional medical or surgical interventions were required specifically to address the hemodynamic instability. Additionally, the patient developed a thromboembolism; however, the exact cause of the thromboembolism could not be determined. The patient was admitted to the intensive care unit (ICU) for close monitoring and supportive care and received anticoagulation therapy as part of the treatment. The patient has improved clinically and has been discharged from the ICU but remains hospitalized and is tolerating oral intake. The gastric cancer appeared to be at a very early stage, and no long-term cancer-related complications are currently expected.

Manufacturer narrative:
There was no allegation that a malfunction of a da vinci system, instrument, or accessory occurred.